Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Device evaluation: the device was not returned to zoll medical australia for evaluation. However, log files and visual data of the customer's report were provided by the customer. The customer's report was observed during review of the visual data. The provided log files did not match the event in the visual data, without the full disclosure report from the event; we are unable to determine the root cause of the issue. Multiple attempts to obtain the log files from the event were unsuccessful. Analysis of reports of this type has not identified an increase in trend.